Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used prophylactically as an accessory device in a patient for the endovascular treatment of a 59mm abdominal aortic aneurysm. Other manufacturer stent grafts, were also implanted during the procedure along with an endurant 16x20x82 contralateral limb. A total of 5 endoanchors were used during the procedure. The aortic diameter at 1mm below the lowest renal was 60mm and the aortic diameter at 15mm below the lowest renal was 60mm. The neck length was reported as 22mm and the aortic diameter at the distal end of the proximal neck was 22mm. The proximal neck angle was reported as 90 degrees. Localized thrombus was reported at the seal zone with 40% circumference covered by thrombus with a maximum thickness of 2mm. It was reported that an unknown endoleak was observed on an ultrasound approximately 27 months post index procedure. The cause of the event is unknown. No additional clinical sequelae were reported, and the patient is being monitored.